Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 141 mg/dl at the time of the incident. Customer reported approximate size of air bubbles is larger than soda size about 10 units of space. Customer notice air bubble during therapy. Customer reported location of air bubble all the way through the reservoir. The reservoir will not be returned for analysis.